Manufacturer narrative:
The device was returned for evaluation, and was evaluated on 10/23/2008. The reported condition of a faulty stop button was confirmed. The reported condition of a faulty stop button was caused by a faulty pump head module keypad. The technician replaced the pump head module keypad. The device passed all safety and functional testing. The device has been returned to the customer in operational condition.

Event description:
This facility representative reported an infusion pump with a faulty stop button. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of pt injury or medical intervention. No additional information is available.